Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus korea, it was presumed that the scope detection function did not work because this made electrical contacts unstable and affected the communication between the endoscope and the video processor. Also the unstable electrical contacts might be attributed to the failure of the endoscope locking function, and which might be caused by that the user attempted to pull out the video connector without pressing down the locking lever. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device, the endoscope detection function of the subject device did not function. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the excessive stress had been applied to the video connector socket. There was no report of patient injury associated with this event.